Event description:
It was reported that stent damage occurred. The 12mm in length target lesion was located in the 3.0mm in diameter left anterior descending artery. A 12 x 3.00mm taxus¿ liberté¿ stent was advanced but was unable to cross the lesion after several attempts. It was then noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts from the 3 most proximal stent rows were damaged & stretched so that the proximal end of the stent was now located over the proximal markerband. The distal end of the stent was still in place. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. The inner was also kinked at several locations. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 12mm in length target lesion was located in the 3.0mm in diameter left anterior descending artery. A 12 x 3.00mm taxus liberte stent was advanced but was unable to cross the lesion after several attempts. It was then noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.